Manufacturer narrative:
Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip of reservoir compartment has popped off. The customer's blood glucose level was unknown. The customer also stated that the due reservoir lip popped off reservoir was unable to stay in the insulin pump. The customer was advised to replace the insulin pump and revert to the back up plan and replacement insulin pump will be sent back to the customer. The customer will return insulin pump for analysis.